Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the receiver had intermittent vibration. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver having intermittent vibration could not be determined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no data within the investigation window. A receiver functional test was performed and passed. Manual "try it" testing and was performed and passed vibrator mode. A global communication tool software test was performed and passed. An internal visual inspection was performed and passed. Vibrator intermittent testing was performed and passed. Vibrator resistance was measured and found to be within specification. The reported event of an intermittent vibration was not confirmed. A probable cause could not be determined.